Event description:
A pharmacist reported during an intraocular lens implant procedure, the implant remained stuck in incision. Additional information has been requested and received which states this implant could not be re-implanted because the haptic designed to stabilize the implant in the eye was damaged when it got stuck. No consequences observed to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).